Event description:
It was reported that the lead was capped due to a capture anomaly. Capture thresholds increased over time. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.